Event description:
It was reported that the insulin pump screen was going blank. This reportedly occurred about 5 times over the course of one week. It was also stated that the time and date were incorrect on the insulin pump and basal rates were delivered at the wrong time, which caused customer to have low blood glucose of 53 mg/dl. During troubleshooting, there was no relevant damage or corrosion found on the battery compartment, spring, or battery cap contacts. The display returned with a new battery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.